Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having sensor issues. Customer stated that he had that one calibration rejected due to very high reading. Customer's blood glucose was over 600 mg/dl and then it dropped to 101 mg/dl. The customer did not mention how the high blood glucose was treated and declined further troubleshooting. The insulin pump will not be returned for analysis.